Manufacturer narrative:
(B)(4): the driver was returned for evaluation. Visual examination confirmed the driver shaft broke. The crack appeared to have initiated at the stress relief fillet. Microscopic examination of the fracture revealed a fairly brittle fracture with angulated surface indicating a significant torsional component. River lines indicated the crack initiated at the fillet, which propagated around the bend of the driver fracture. The torque mechanism was evaluated functionally and found within specification. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the tip of the driver broke off during final tightening of the crosslink. No patient complications were reported.